Event description:
The company was informed that the patient experienced a perilymph gusher.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Surgery was performed to repair the perilymph gusher. This is the final report.